Event description:
A customer contacted baxter's global technical service center requesting assistance. The home patient (hp) needed help connecting the bags using the compact exchange device (cxd). The technical service representative (tsr) walked the hp through the use of the device. When the tsr had the hp close the door and pull the handle back and then push the handle forward, the hp stated the spike would not go into the bag. The tsr asked the hp where the spike was, but the hp was unable to explain where the spike was. The hp tried again with new supplies, but the tsr was unable to talk the hp through connecting the bags with the cxd. The hp stated the spike was going over the top of the bag port. The tsr would swap the cxd and would send the hp another cxd device. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure the active blade came off of the device. It is unknown if it fell into the patient but is now in the bag returning with the device for analysis. It is unknown how the procedure was completed. There was no patient consequence reported.